Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head detached in mouth - oral-b brush heads [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that the head of an oral-b power oral care refills precision clean became detached after brushing for two weeks. She reported one detached in her mouth. No symptoms were reported. The consumer had previously used this same version of product. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Event description:
Report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that the head of an oral-b power oral care refills precision clean became detached after brushing for two weeks. She reported one detached in her mouth. No symptoms were reported. The consumer had previously used this same version of product. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
On 18-jun-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed counterfeit.